Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No dark screen anomaly or button error alarm noted. The motor error alarm could not be verified or the excessive no delivery test performed due to the keypad anomaly. The motor was tested outside the device and passed the motor test. It was also received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The customer could not clear the alarm and the screen then went dark; they removed and reinserted the battery and were able to clear the alarm, but the buttons were not responding properly. She stated that the buttons had to be pressed more than once to get a response. The blood glucose at the time of the incident was 170 mmol/l. The alarm history showed a no delivery alarm and a motor error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.